Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf test failed. Customer's blood glucose was 197 mg/dl. The customer stated they did not receive the rf failed alarm during normal use. The customer was assist in performing a self-test and test failed. The self-test was interrupted by the rf test failed. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump alarmed and had no radio frequency communication with the contour next blood glucose meter due to due to faulty electrical component on the radio frequency board. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and stained lcd resilient cover.